Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company. A review of device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced pain with and without device use. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.